Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two attempts to contact patient but was unsuccessful. A no response letter was posted. The patient reported that the alleged error message first occurred 2 weeks ago. The patient was unable /unwilling to say what her diabetes management routine was and whether she took any action as a result of the alleged error message. The patient denied that she developed any symptoms. However, on an unspecified date and time stated that she was treated by a health care professional (hcp) in emergency room with IV glucose. The patient also claimed that she obtained results of "34 and then 70" on another device. She does not recall the date or time this took place. At the time of troubleshooting the cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for symptoms suggestive of a serious injury which may have happened after the alleged product issue began.